Event description:
The customer reported the subject device was leaking. Upon inspection and testing of the returned device, it was observed that the angulation became locked, and was unable to disengage. This report is being submitted for the malfunction found during evaluation (angulation mechanism locked). There was no patient/user harm or injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the angulation was locked due to deterioration of the angulation mechanism by rust. The reported issue of leakage was not confirmed; however, there were traces of fluid invasion from the body control unit (bcu). In addition, service found multiple parts of the device were damaged, the instrument channel was blocked, the video cable was damaged due to chemical/physical stress, and light from the light guide lens was insufficient. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 16-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the suggested event that insufficient angulation operation caused by breakage of bending tube and corrosion of inside of bending tube due to water invasion. Olympus will continue to monitor field performance for this device.